Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # p55163. Device analysis: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The damaged to the articulation mechanism, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please explain how the stapler locked? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Or, did the device staple, but not cut the tissue? No staples deployed; did the device deliver any staples? No; if yes, were the staples formed properly in the proper closed b-formation? Or, was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Yes.

Event description:
The dr used ec60a in ar surgery. He used ec60a and found it locked, he can't solve the problem. So, he changed a new one to continue the surgery and report the product complaint. Procedure: anterior resection. There were no patient consequences.